Event description:
It was reported that sometimes purewick urine collection system did not catch all urine and says that patient felt dry along vagina. The customer lost instructions that came with machine and advised they did not send paper instructions they said that was difficult for older people. It was noted that the patient had been using this product for more than 90 days.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be due to ¿missing instructions; vendor/printer error ". It was unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. The lot number was unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "place the collection canister (c) in the purewick¿ urine collection system base and press down firmly on the lid making sure the lid is sealed. Attach the pump tubing (d) to the purewick¿ urine collection system connector port (f) and the connector port (e) on the collection canister lid. Attach the collector tubing (g) to the connector port (h) on the collection canister lid. Connect the other end of the collector tubing securely to a purewick¿ external catheter (I)". [Note the letters correlate to a diagram within the IFU]. Caution: it is important that the port connections be connected correctly and securely for proper operation of the purewick¿ urine collection system. Place the purewick¿ urine collection system (a) next to the bed or chair where it will be used. It must be close enough for the collector tubing with elbow connector (g) to easily reach the user and should be placed on a stable, even surface. For optimal results, position the purewick¿ urine collection system either on the floor or as close to the floor as your facility¿s protocol will allow. Note: the purewick¿ urine collection system should be stationary while in use. Device is not designed to be used while in transport. 1.ensure tubing connections are connected properly. 2. Check collector tubing for blockage or flow restriction such as pinched or kinked tubing. 3. Ensure overflow stop valve in collection canister lid is open. The valve floats to the top when the collection canister is full. The stop valve may close if the lid or canister is tipped sideways or upside down. Disconnect tubing and gently shake the lid to reset the valve down to the open position. 4. Ensure collection canister is sealed with the lid tightly closed. 5. Verify suction by disconnecting purewick¿ external catheter from the collector tubing and placing the end of the collector tubing into a cup of water. If water easily flows into the collection canister replace the purewick¿ external catheter." The device was not returned.

Event description:
It was reported that sometimes purewick urine collection system did not catch all urine and says that patient felt dry along vagina. The customer lost instructions that came with machine and advised they did not send paper instructions they said that was difficult for older people. It was noted that the patient had been using this product for more than 90 days.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.